Event description:
A customer reported that a system message displayed during a vitrectomy procedure. The system was rebooted and the same cassette that was in the system was able to be reprimed. Following a significant delay of unspecified duration, the case was able to be completed with the same equipment. There was no harm to the patient.

Manufacturer narrative:
The company representative examined the system and found the bottom of the fluidics module was wet. The fluidics module was replaced. No other problems were found. The system was then tested and met all product specifications. A review of complaints for the last 24 months did not indicate any additional similar reports for this system. A sample has been received, but has not yet been evaluated. A root cause has not be determined conclusively. (B)(4).